Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination, as also reported by the patient¿s nurse.

Event description:
It was reported this patient on peritoneal dialysis (pd) therapy reported having issues draining with the fresenius cycler. In additional follow-up, the patient¿s pd nurse reported that the patient has peritonitis and a non-functioning pd catheter (not a fresenius product). According to the nurse, the patient was experiencing symptoms of fibrin and abdominal pain and on (B)(6) 2021 was seen in the outpatient pd clinic. The patient had a pd culture obtained (the same day) which grew staphylococcus epidermis, the patient was treated with cefepime 1 gram and vancomycin 1.5 grams intra-peritoneal initially on an outpatient basis. Additionally, the patient was advised to use heparin (per standing order) for the fibrin. Subsequently, on (B)(6) 2021, the patient was hospitalized for complete malfunction of the pd catheter (not a fresenius product. Per the nurse, the pd catheter stopped working all together due to a fibrin sheath. It was reported that during the hospitalization the pd catheter was treated twice with tissue plasminogen activator (tpa) therapy to dissolve the fibrin sheath. However, tpa therapy was reportedly unsuccessful. The nurse indicated the patient will require removal of the pd catheter and will transition to hemodialysis to let the peritoneum rest (until a new pd catheter can be placed). Per the nurse, the patient remains hospitalized at the time follow-up was completed and no further information is available. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.